Manufacturer narrative:
D3: mfg establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the volume remaining in the pump did not match what was expected based on volume delivered. 100 ml pump, started with 90 ml given, and totaled volume drawn from was 25 ml. There was patient involvement, no patient injury was reported.